Event description:
Physician reported intracapsular rupture, diagnosed by MRI. Left side. Device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.